Event description:
Rep reported during an intra operative procedure both valves would not flush. No delay in surgery. Lot# 428535 device was found to be broken and would not flush; lot# 145419 device was in tact, but would not flush. Surgeon used a medtronic valve to complete the case. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please see complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please see complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation, the valve was visually inspected, and it was noted that the silicone housing was torn/cut. This could be due to the silicone housing coming into contact with a sharp or pointed object during implantation or explant, however this could not be determined. It was not possible to irrigate or pressure test the valve due to the damage to the silicone housing. The valve casing was examined under microscope at appropriate magnification and what look like scalpel marks on the valve casing were found. The root cause of the problem reported by the customer could not be determined due to the damage done to the silicone housing. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar events. Based on the investigation this complaint is considered closed.